Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the caller with pump reset instructions and assisted in resetting the pump, after which the malfunction did not recur.